Event description:
It was reported to boston scientific corporation that the zero tip nitinol retrieval basket was received without outer packaging and identifying labels. The event occurred during unpacking. Therefore, no patient was involved.

Event description:
It was reported to boston scientific corporation that the zero tip nitinol retrieval basket was received without outer packaging and identifying labels. The event occurred during unpacking. Therefore, no patient was involved.

Manufacturer narrative:
The facility was unable to confirm the exact upn of the product. The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined.

Manufacturer narrative:
Analysis of the returned device revealed the device pouch and label were missing. The only packaging components returned where the tray and packing foam. The box, pouch, label, or dfu were not returned. A functional evaluation was performed. When the handle was actuated, the basket would open and close without issue when held straight and in a loop. The basket and all basket wires were present and attached. However, based on the analysis, the failure mode identified in the complaint could not be confirmed. It is highly unlikely that a device was packaged in production, shipped through the sterilization facility, processed through the distribution center(s), and ultimately shipped to the customer without being enclosed in a labeled pouch. It is possible that the pouch was removed at the complaint facility and only the tray was provided during the procedure. Since the complaint failure mode could not be confirmed, and there are multiple potential root causes, the most probable root cause for this event is determined to be undeterminable.